Event description:
It was reported to philips the device had a high blower temperature alarm in the history, error code 1122. This event was reported to have occurred during patient use. The ventilator was swapped out. There was no delay to therapy and no patient harm. The customer spoke with a philips remote service engineer (rse). The customer stated the same code occurred two months ago (see MFR report 2031642-2022-00938). At the time, he ran the device for a few days and was unable to duplicate the issue. The customer has requested bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device went to bench for repair. The bench technician replaced the blower assembly. The technician calibrated air flow zero and o2 flow zero. The device passed all performance verification testing. The event log was cleared, the device was set to factory defaults and local customer time/date was adjusted. A box was sent for parts return, but parts have not yet been received from bench. If parts are returned for failure investigation and new information is received that suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered blower assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.